Manufacturer narrative:
The device intended for use in treatment was returned. Nothing was identified visually that contributed to the reported problem. Functional evaluation was performed. The long attachment was attached to a drill and a bur was attempted to be inserted into the long attachment. The reported complaint was confirmed. The bearing is obstructing the bur. A review of manufacturing records found no related non-conformances or anomalies associated with this device during production. Therefore the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the long attachment and failure mode(s) "connection problem - instrument-instrument" identified similar events. The most likely cause of this event is internal bearing deterioration/breakdown of bearings and it's components due to excessive heat during use and or water ingress during sterilization processing. This issue is being further investigated under corrective action.

Event description:
It was reported that during machine setup it was found that the burr is not getting inserted smoothly. Another long attachment was used and worked fine. No patient involved.